Event description:
Insulation began to separate from one of the tips of the maquet getinge group, vasoview hemopro 2, endoscopic vessel harvesting system while in use. The device was removed and replaced with a subsequent "like" device that functioned without issue.